Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty first regulator unit. However, the specific cause of the faulty first regulator unit could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflation unit had a black screen appears during surgery. This issue occurred during a laparoscopic surgery there was no delay and was completed on a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found, the average cumulative flow was low due to the defective 1st regulator unit and the automatic fuming did not work due to defective the printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.